Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely. The customer experienced a loss of consciousness, however, no third-party intervention was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section d10 (device available for eval), section h3 (device returned to manufacturer?), section h6 (adverse event problem) and section h10 (addtl mfg narrative) were incorrectly documented in the previous report. Correction has been made.

Event description:
A customer reported that the adc device detached prematurely. The customer experienced a loss of consciousness, however, no third-party intervention was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the adc device detached prematurely. The customer experienced a loss of consciousness, however, no third-party intervention was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.